Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge their scs system for approximately 6 months. Reportedly, the ipg would no longer communicate with external devices as well as the patient programmer displayed an error message. In turn, the ipg was deemed inoperable. Subsequently, surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model. Postoperatively, therapy resumed and the issue resolved.